Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. The caller was inquiring about the device programming and output. A boston scientific technical services consultant discussed the reasons for the device programming and re-programming options for this patient. The caller documented the suggestions which will be reviewed at the patient¿s next follow up visit. No adverse patient effects were reported.